Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was taken to emergency room in the hospital due to high blood glucose and vomiting on an unknown date with the blood glucose level of 500 mg/dl. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer was treated with manual injection. Customer did not allege that the insulin pump was under delivering. The device will not be returned for analysis.